Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified left superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed without any issue and the procedure was completed with another of the same device. No patient complications nor injuries reported.